Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis and high blood glucose of 34mmol/l. The customer also was throwing up and had ketones. The customer was disconnected temporarily from the device and she was going back to the insulin pump. Troubleshooting was performed, and no damage to the drive support cap noted. No changes in bolus settings or leaks found. The manual prime test was working and insulin did exit. It was stated that the cannula was bent, but the insulin pump did not alarm no delivery. Advised to call back when a tubing clamp is available to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.